Event description:
The drill broke during surgery, the broke piece was received, an implant placed, and the pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr's office.